Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported the patient had a fall on (B)(6) 2019. They stated it felt like the implant was bent and it felt different than what it did since the fall. They stated their therapy was not working properly, they were getting up more at night and going more during the day. The patient had the urgency to go, but then sometimes they could not go when then tried. The stated they were still in a lot of pain in their lower back. It was noted they had an appointment with a urologist on (B)(6) 2019, but they did not know if the doctor worked with the therapy. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that it was determined that the implant had been moved by the fall. The patient did not loss complete loss of therapy. It was reported that after making adjustments to the implant, it was working like it did before they fell. They did make an appointment with urologist and she made an appointment with her associate doctor on (B)(6) 2020. The device was working at this time.